Event description:
Information was received from a patient receiving intrathecal hydromorphone and clonidine via an implantable pump for non-malignant pain. It was reported that the patient stated they were in a car accident and their pump stopped working after the accident. Patient stated the car accident was on 'the 3rd of this month I believe,' then stated 'the 3rd, which was a thursday,' then stated 'about 2 weeks ago,' then stated '(this) friday will be 2 weeks.' Patient stated they were in an extreme amount of pain. Patient mentioned there was 'a discrepancy that says what's being dispensed from what's actually being dispensed.' Patient mentioned they had an appointment with their pain management specialist who was going to do a dye study to see if it was the catheter to see if they could aerate it, then if they could not, they would have to have surgery to replace the pump and catheter. Patient mentioned they were soon due to have the pump replaced anyways due to normal battery depletion, but patient asked what their options were as far as pain management supplementation until they get to the surgery. Patient asked how much pain medications they could get to get them by, because they could not live like this. Patient stated they forgot how bad their pain was without the medicine, and it was worse after being hit by a car and having 3 air bags go off, so they were just not feeling well. Patient mentioned they were on a small amount of medication in the pump so they did not know what that equate to orally. Additional information was received from the patient re-reported being in a car accident 'last thursday,' and stated 'luckily it (the pump) was empty (during the accident) so they did not overdose and die because it did break or something was wrong with it' and patient re-reported the discrepancy and stated 'it says it's delivered more than it actually has'. Patient stated healthcare provider (hcp) did a dye study yesterday and 'it worked so we don't think the catheter is the problem,' and inquired if the pump could be the problem. Patient stated hcp told them there was one more test they could do to 'see where the pump moved because I know it moved. It used to be down a lot more (before the accident). Patient stated 'he (hcp) thinks it's fine because the dye study is fine but I'm having trouble with my pump working and I know it's not working in the same way and it's not the same way in my body. He mentioned he didn't have the kit he needed to test to see the location of the pump' and inquired what test that could be.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the pump was not empty only the patient thought it was empty. The pump did not stop working. The patient thought the pump it should be treating her acute musculoskeletal pain. The patient insists replacing the pump. The hcp schedules the patient for a procedure.